Event description:
Per follow up with the customer, no donor information is available as the incident occurred prior to the donor being connected.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. No lot number was provided; therefore, a lot history search could not be carried out. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
During a conversation with a terumo bct associate, the customer mentioned an incident of air in the sample pouch while using a trima device. The air was observed in the sample pouch prior to venipuncture. The operator removed the air from the sample pouch. Per the customer this incident occurred 13 years ago, so the customer did not remember procedural details, patient information and patient outcome patient information and outcome are not available at this time. The disposable set is not available for return because it was discarded by the customer.